Event description:
It was reported that the lead was explanted due to suspected lead fracture. High pacing lead impedance, high capture threshold and loss of capture were noted. Patient was stable after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the distal tip measuring 50.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.